Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: the analysis results found that the anx12 device was returned without the original package. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.

Manufacturer narrative:
Product complaint #(B)(4). Attempts are being made to obtain the following information. No further information is available. If further details are received at a later date a supplemental medwatch will be sent. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. Is the device available to be returned for evaluation? If so, please provide the status of the device and any available tracking information. When we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent a laparoscopic ileocecal resection on (B)(6) 2019 and topical skin adhesive was used. After using the adhesive for 4 port sites, and then when trying to use for the umbilical small incision site of the dermis, a piece of the glass ampule protruded from the applicator and the surgeon pricked his finger. Further details are not provided. There were no adverse consequences to the patient. No treatment noted for the surgeon. Additional information was requested.